Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous and moderately calcified ramus/circumflex (cx) artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the ivus run, the ivus catheter became entangled with a non-boston scientific guidewire. The ivus catheter and wire had to be removed as a unit, and the wire was then successfully freed from the catheter. The physician attempted to manipulate the catheter and the wire to free the catheter from the wire inside the body. The procedure was completed using the original device. No patient complications were reported.

Manufacturer narrative:
Media review: the media attached to the parent record shows a catheter and guidewire entanglement.